Manufacturer narrative:
Device evaluation of electrode belt has been completed. The reported problem (ecgs non-functional) was confirmed. Upon investigation the electrode belt failed an ECG fall-off test. This failure was due to defective q1 and v4 components on ECG a. The root cause for the defective components could not be positively identified. There were no adverse events associated with the electrode belt malfunction.

Event description:
A us distributor reported that an electrode belt had non-functional ecgs.